Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of an implantable pulse generator (ipg) the patient was hospitalized with symptoms "like a heart attack." The patient noted there was an issue with the ipg. No further patient complications have been reported as a result of this event.